Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was not annunciating audible tones for alerts/alarms. In addition, it was reported that customer experienced a low blood glucose (bg) level of 40 mg/dl. Reportedly, the customer consumed carbohydrates to address low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following:there is no evidence that the pump experienced a malfunction or failure.